Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery does not hold a charge as long as it used to. Reportedly, the pump shut down due to low power 2 days prior to the report. Review of the pump history during troubleshooting determined the pump was last charged to 70% six days prior to the pump shutting off. It was also confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. The customer's blood glucose level was 200 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.